Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Customer cleared the alarm to address the issues; however a replacement pump was sent to the customer. Customer¿s blood glucose level was 116 - 124 mg/dl.

Manufacturer narrative:
B5: it was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Customer cleared the alarm to address the issues; however a replacement pump was sent to the customer. The customer's blood glucose level was 116 - 132 mg/dl.